Event description:
A 3.0mm diameter by 9mm length s670 stent delivery system was inserted for treatment of a lesion of a lesion in the left anterior descending coronary artery. The lesion was not pre-dilated prior to the insertion of the stent delivery system. It was not possible for the stent to cross the severely calcified lesion. It was reported that the stent caught on calcium while trying to cross the lesion and upon pulling the device back, the stent dislodged from the delivery balloon. The stent was successfully snared and removed from the pt. The target lesion was succesfully treated with another stent. There was no report of injury and no add'l clinical sequelae reported related to the event. The calcification of the lesion and the lesion not being pre-dilated prior to stent insertion likely contributed to the event.